Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check, the cs100 intra-aortic balloon pump (iabp) had no battery backup. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings & investigation conclusions), h10, h11 corrected fields: h6(health effect ¿ impact codes) additional information: e1(event site postal code - 700071) it was reported that the cs100 intra-aortic balloon pump (iabp) no battery backup.getinge field service engineer (fse) after checked and found the backup batter is need to be replacement. Due to some reason, we are unable to supply the iabp batteries, and customer replaced the part by himself and request to check the unit. Checked the unit thoroughly, found proper backup time, charging voltage is ok, also the unit is running on battery for sufficient time. The unit now handed over to the client in proper working condition. There was no patient involved.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).